Event description:
The article, "invasive hemodynamics and risk stratification in t-teer: moving beyond esc thresholds: euro tr registry insights", was reviewed. This research article is a retrospective multicenter experience to evaluate the prognostic impact of invasively measured pulmonary hemodynamics and to determine whether specific threshold values can enhance risk stratification and support clinical decision-making in patients undergoing transcatheter tricuspid valve edge-to-edge repair (t-teer). The devices included in the study were mitraclip, triclip, and pascal system. The article concluded that in patients undergoing t-teer, pulmonary capillary edge pressure (pcwp) were independently associated with both early unfavorable patient-centered outcomes and with death-heart failure hospitalization at 2 years. Despite higher event rates, patients with adverse hemodynamic profiles still experienced meaningful improvements in functional status following t-teer. [The primary and corresponding author was giuseppe tarantini, department of cardiac, thoracic, vascular sciences and public health, university of padova, via giustiniani 2, 35128, padova, italy, with corresponding email: giuseppe.tarantini.1@unipd.it.] This study included patients who underwent t-teer for symptomatic tricuspid regurgitation (tr) between 01 january 2016 and 31 december 2024. A total of 711 patients were included in the study, of which an unknown amount received an abbott device. The average age was 81 years. The majority gender was female. Comorbidities included arterial hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral artery disease, diabetes, cardiac surgery, right ventricle lead, atrial fibrillation, atrial flutter, coronary artery disease, and previous myocardial infarction, stroke, and transient ischemic attack.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral artery disease, diabetes, cardiac surgery, right ventricle lead, atrial fibrillation, atrial flutter, coronary artery disease, and previous myocardial infarction, stroke, and transient ischemic attack. Complications reported included death, stroke, hospitalization/prolonged-hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: invasive hemodynamics and risk stratification in t-teer: moving beyond esc thresholds: euro tr registry insights

Event description:
The article, "invasive hemodynamics and risk stratification in t-teer: moving beyond esc thresholds: euro tr registry insights", was reviewed. This research article is a retrospective multicenter experience to evaluate the prognostic impact of invasively measured pulmonary hemodynamics and to determine whether specific threshold values can enhance risk stratification and support clinical decision-making in patients undergoing transcatheter tricuspid valve edge-to-edge repair (t-teer). The devices included in the study were mitraclip, triclip, and pascal system. The article concluded that in patients undergoing t-teer, pulmonary capillary edge pressure (pcwp) were independently associated with both early unfavorable patient-centered outcomes and with death-heart failure hospitalization at 2 years. Despite higher event rates, patients with adverse hemodynamic profiles still experienced meaningful improvements in functional status following t-teer. [The primary and corresponding author was giuseppe tarantini, department of cardiac, thoracic, vascular sciences and public health, university of padova, via giustiniani 2, 35128, padova, italy, with corresponding email: giuseppe.tarantini.1@unipd.it.] This study included patients who underwent t-teer for symptomatic tricuspid regurgitation (tr) between 01 january 2016 and 31 december 2024. A total of 711 patients were included in the study, of which an unknown amount received an abbott device. The average age was 81 years. The majority gender was female. Comorbidities included arterial hypertension, dyslipidemia, chronic obstructive pulmonary disease, peripheral artery disease, diabetes, cardiac surgery, right ventricle lead, atrial fibrillation, atrial flutter, coronary artery disease, and previous myocardial infarction, stroke, and transient ischemic attack.